Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: the valve was manufactured and inspected by a qualified employee in march 2007. Deviations during assembly did not occur. All parameters were inspected and approved during manufacturing, and met specifications. Statement: on the basis of juristic requirements we have to get the personal request by the surgeon as a step of safeguard. Unfortunately we did not receive a consent. An official release is missing for investigation of the product. For this reason, we returned the product for our discharge without examination. Result: we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav was not adjustable postoperatively. The patient was originally implanted in 2008. The explant date was on (B)(6) 2016. The valve was returned to the manufacturer for evaluation. Further details were not provided.